Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the side port of the device torn off. The vizigo sheath would not flush. They attempted to flush the sheath via both ports. The vizigo sheath was exchanged and the procedure was continued. No patient consequence reported. Additional information was provided which indicated that the sheath was not in the body. When the technician went to flush the sheath before the case, he was unable to push any heparin through. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-feb-2026, observed the side port of the device torn off. The event was originally considered non-reportable, however, bwi became aware of the side port of the device torn off on 25-feb-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-dec-2025. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the side port of the device was torn off and not returned for investigation. A microscopical examination on the area revealed stress marks and damage, and it was noticed that the irrigation conduct was blocked. The dilator was introduced through the device sheath and there were no issues observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The supplier manufacturing investigation concluded as follows: it was confirmed that the failure mode involved a blockage of the stopcock tubing. Subsequently, a supplier internal corrective action is being followed to further address the occluded luer hub complaints. Therefore, it was concluded that this issue was manufacturing related. The irrigation obstruction observed could be related to the impeded device issue reported by the customer, the complaint was confirmed. The potential cause of the side port torn off condition could not be conclusively determined. The instruction for use (IFU) states that before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli¿ and ¿flush and maintain continuous saline. The supplier internal corrective action is being opened to introduce optimization actions on devices with this failure. Explanation of codes: investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: catheter hub (g0402301) were selected as related to the customer¿s reported ¿would not flush¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: catheter hub (g0402301) were selected as related to the customer¿s reported ¿would not flush¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation conduct was blocked¿. Investigation findings: separation problem (c070603)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the biosense webster inc. Analysis finding of the ¿side port of the device was torn off¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).